Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
This is a supplemental report for MFR report #8010047-2016-10139 to provide device evaluation results. Olympus medical systems corp. (Omsc) confirmed that the light quantity of visera pro xenon light source clv-s40pro which was connected with the subject otv-s7pro was low. There were no further details provided at this time. If significant additional information is received, this report will be supplemented. Please cross reference the associated complaint files MFR report# : 8010047-2016-10140.

Event description:
Hold for ko 11/13/2017

Manufacturer narrative:
This is a supplemental report for MFR report #8010047-2016-10139 to provide device evaluation results. Olympus medical systems corp. (Omsc) confirmed that the light quantity of visera pro xenon light source clv-s40pro which was connected with the subject otv-s7pro was low. There were no further details provided at this time. If significant additional information is received, this report will be supplemented. Please cross reference the associated complaint files MFR report# : 8010047-2016-10140.

Event description:
Hold for ko 11/13/2017

Manufacturer narrative:
This is a supplemental report for MFR report #8010047-2016-10139 to provide device evaluation results. Olympus medical systems corp. (Omsc) confirmed that the light quantity of visera pro xenon light source clv-s40pro which was connected with the subject otv-s7pro was low. There were no further details provided at this time. If significant additional information is received, this report will be supplemented. Please cross reference the associated complaint files MFR report# : 8010047-2016-10140.